Event description:
A small end piece allegedly broke off intraoperatively. The surgeon anticipated no danger to the pt and did not retrieve the broken piece from the pt. No other info is available at this time.